Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, sinusitis, and bronchial irritation. The patient alleges chest hurt described as when the device was removed, the patient's chest "felt like it was beat up". The patient additionally alleges the device makes a weird loud noise that sounds like wheezing on inhalation and was unable to sleep. No medical intervention was required. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 13 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit is scrapped due to age. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, sinusitis, and bronchial irritation. The patient alleges chest hurt described as when the device was removed, the patient's chest "felt like it was beat up". The patient additionally alleges the device makes a weird loud noise that sounds like wheezing on inhalation, and was unable to sleep. No medical intervention was required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.